Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a home hemodialysis (hd) patient experienced a dialyzer blood leak during hd treatment. The machine alarmed for blood leak. The leak occurred approximately 1 minute after the initiation of treatment. The blood leak was visually observed, and the patient did not use blood test strips to confirm the presence of blood. No dialyzer defect or damage was visible. The patient reported that the priming process seemed to have taken longer than usual. The patient¿s blood was not returned but the amount of estimated blood loss (ebl) was not reported. No patient adverse effects were experienced, and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The patient stated that the complaint device may still be available to be returned to the manufacturer for evaluation if it had not yet been discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had multiple temporary deviation notices which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This included non-conformances, rework, labeling, process controls and any other occurrence in production. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.